Event description:
Consumer reports meter is mot reading correctly. Comparing with competitive meter. Analysis run on clark error grid using competitive reading (90) as ref. Point vs. Bd readings (200) yielded data points in the c range of the grid, outside acceptable limits.